Event description:
While final tightening of the anterior fixation locking plate set screw, the head of the screw sheared off. All pieces were removed and a different locking plate was used. There was no delay or surgical impact reported.

Manufacturer narrative:
No discrepancies deficiencies were identified and all material and processing certifications were to specification. Visual evaluation of the returned screw using magnification indicated that the head received excessive torque which led to the screw failure. Testing has shown that the torque required to deploy the locking plate as described in the system surgical technique is not sufficient to damage the screws in the manner observed. A company representative present in the operating room advised the physician not to over-tighten prior to the event. The reason for the excessive torque is not known. Note: the information contained in this voluntary report represents the most complete and to-date information available. It does not constitute any admissions, but presents the results of the investigation based on the information available. This is the final report. Should any additional details become available that impacts or changes the information contained in this report, a supplemental report will be submitted.